Event description:
It was reported the guidewire became stuck inside the catheter. During a pulse field ablation to treat atrial fibrillation a farawave was selected for use. The catheter was deployed into flower before wire was loaded during prep and it must have broken the inter guide wire lumen. The guidewire became stuck during use in left atrium. No tissue was seen. The guide was unable to be removed. The catheter was replaced. The procedure was completed without ant patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.